Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events (driveline disconnect, no external power, and low voltage alarms) were confirmed via log file analysis. The controller event log file contained events on (B)(6) 2024, spanning approximately 14 hours. Intermittent low power advisory alarms were observed throughout the log file while the controller was connected to battery power. These alarms activated due to the relative state of charge (rsoc) of the white power cable briefly dropping below the designed threshold. The alarms resolved on their own shortly after activation. At 08:34:09 the driveline was disconnected from the controller and the pump stopped for approximately 4 seconds, resulting in low flow and lvad off alarms. No external power alarms were active from 20:11:03 to 21:27:47 due to dual disconnections of the power cables during a routine power source exchange. The alarms cleared once the system controller was reconnected to power. The backup battery was able to provide power to the system during the event. No other notable alarms or unusual events were captured. The pump appeared to function as intended at the set speed while the driveline was connected to the controller. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. The root causes of the driveline disconnect and low voltage alarms were unable to be conclusively determined through this analysis. The root cause for the no external power alarms was determined to be due to user error by disconnecting both power cables simultaneously. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including lvad off, driveline disconnect, low voltage, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿powering the system¿ addresses how to properly switch between power sources. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had various alarms, including an instance of pump off. Log files were submitted for review and captured persistent low voltage advisory events from the beginning of the data capture while using battery power. A possible driveline disconnect/pump reset event was noted on 11jun2024 at 0834. This event lasted about 3-4 seconds. Pump speed/flow came back up but the persistent low voltage advisory events continued as before.